Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Rob932 - mps reported ligament balancing numbers very off in tka case. Mps went to CT landmarks from ligament balancing and noticed the segmentation seemed to have shifted which concerned the surgeon, although this is a known bug. Surgeon is requesting a visit to investigate why the ligament balancing values did not match their clinical diagnosis.

Manufacturer narrative:
Reported event: an event regarding inaccurate values/visuals involving a mako tka software was reported. The event was not confirmed. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: checked all joints. All within value or optimized. Performed routine maintenance. Robot is cleared for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows 0 similar complaints for tka software - inaccurate values/visuals. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. In addition the failure could not be confirmed as the required log/session files were not made available for evaluation. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : device not returned.

Event description:
(B)(6)- mps reported ligament balancing numbers very off in tka case. Mps went to CT landmarks from ligament balancing and noticed the segmentation seemed to have shifted which concerned the surgeon, although this is a known bug. Surgeon is requesting a visit to investigate why the ligament balancing values did not match their clinical diagnosis.